Event description:
Reportedly, during the implantation procedure of the subject ICD, the physician referred screwing difficulties at (rv) df-1 level and he didn't hear a "click" sound of the screwdriver even after replacing the screwdriver. Since the physician did not trust the connection, he unscrewed the screw and disconnected the lead, what was very difficult due to the screw problem. The ICD was not implanted and returned for analysis.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.